Event description:
It was reported that the device was used during an open gastric bypass. It was reported that the staples did not form properly. The case was completed by the division of stomach and oversew. Unknown patient consequence.